Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. Medsun report attached.

Event description:
User facility medsun report received, stating: perclose proglide failed on multiple patients at different steps within the process. It seems like the suture is weak and breaks easily around steps 5 and 6 and suture came out completely. The suture also broke several times after a pre close process while trying to tighten the knot.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.